Event description:
User facility was informed of an adverse event that occurred approximately a year ago while an lma was being used. Facility's safety officer contacted the attending anesthesiologist who stated the pt had been nop for 12 hours, during which time he was receiving morphine via a pt controlled analgesia (pca) pump. About 20 to 30 minutes into the procedure, the pt regurgitated. The pt was intubated with an endotracheal tube and had an nasogastric tube placed which returned 400cc of fluid. A chest x-ray showed signs of infiltrates. The pt was transfered to ICU where he was administered antibiotics and respiratory support. The pt recovered without sequelae. The anesthesiologist suspected that the pt's gastric motility had been slowed down by the morphine and/or the pt had not been adequately fasted from fluids. The lma is contraindicated in pts who have not fasted and in those receiving opiate medication prior to fasting as it may delay gastric emptying. Both of these contraindications appears in the relevant section of the lma instruction manual. Co does not anticipate receiving any further info on this event; therefore, this file will be considered closed. This report contains info from third party sources, the accuracy of which has been confirmed by the reporter. Neither the submission of this report, nor its release by FDA, constitutes an admission that the MFR, dist, device or reporting party caused or contributed to the reportable event.